Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 800 mg/dl and the cause was not known. The customer went to the emergency room (ER) and was treated with intravenous insulin. After 4 hours, the bg was 243 mg/dl and the customer left the ER stabilized.